Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. Data was provided for evaluation. The reported event of a failed transmitter error was not confirmed via data. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The voltage test passed. Pairing with nordic bluetooth device: failed. Transmitter functional test: unable to perform. Performed share log review and no findings were found. The complaint was confirmed because the transmitter failed testing. The reported event of a failed transmitter error was confirmed. The root cause is a defective transmitter